Manufacturer narrative:
Patient identifier-race: unk. Date of event: unk. Common device name, model #, implant date-explant date: unk. Claim#: (B)(4).

Event description:
Unknown complaint issue requiring vector analysis. To the best of our knowledge; the lens remains implanted.